Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During examination, the foreign material was possibly silicone-based resin (rubber). Silicone rubber is used for the packing of the air/water valve, the packing of the connection adaptor of the water container, and the connector of the injection tube. Deterioration of the silicone rubber may have led to the intrusion of fragments potentially causing clogging. There was no physical damage where the foreign material was found. Based on the results of the investigation, a definitive root cause of the event could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. The suggested event is detectable/preventable by handling the device in accordance with the following (instruction for use) IFU. Instructions for gif-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.